Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on september 05, 2024. With lot number 1544023. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick¿¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". Device remains implanted.

Event description:
Device has been explanted and replaced.